Event description:
It was reported that the patient presented at clinic due to pacing inhibition caused by noise over-sensing by their right ventricular (rv) lead. No intervention was performed. The patient remained stable.